Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The physician indicated that the needle of the entuit secure gastrointestinal suture anchor set was dull. The physician had to push so hard to enter the stomach that he pushed the anterior gastric wall against the posterior gastric wall and the t pack was deployed through the posterior wall. This resulted in the pt getting a peritoneal leak. The pt had to have an operative procedure. It is unk if there have been any adverse effects at this time. Additional information has been requested ((B)(6) 2015); but not yet provided by the reporter.

Manufacturer narrative:
The complaint device was not returned for investigation. A review of the complaint history, instruction for use pamphlet (IFU), quality control. Instructions (qc), and trends were completed. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU, which states the proper warnings, precautions and instructions for use. Appropriate internal personnel have been notified, corrective measures have been taken for this failure, and monitoring for similar events will continue.